Manufacturer narrative:
Additional information: visually confirmed implant spacer broken into multiple pieces. Microscopic examination provides evidence of fracture initiation at the base of the outside surface facets. Fracture surface examination identified a brittle fracture, with rays emanating from possible fracture initiation points. The morphology of the fracture surfaces is consistent with brittle overload.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion surgery. The peek interbody device was broken while being inserted. There was no injury to the patient and the doctor was able to recover the pieces without incident.